Manufacturer narrative:
Concomitant medical products: product ID: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection from a dehisced open pocket. The cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed and then the system was explanted. No further patient complications have been reported as a result of this event.